Event description:
Add'l info rec'd from MFR 10/25/00: the implantable cardioverter defibrillator (ICD), model 1851, was returned to MFR for analysis. Lab testing confirmed the clinical observation. The cause of the event was isolated to an electrical conduction failure in a charge current monitoring signal associated with the device's transformer module. Mfg has been notified of this occurrence. The ICD was removed and returned to MFR for analysis; it was archived upon completion of lab testing.

Event description:
Admitted with palpitations. Device interrogation returned message that device was at end of svc. An error code message also was given, which was translated by the MFR as a problem with prolonged charge time.